Manufacturer narrative:
Method: medical review. Results: per medical review - even though the position of icl implantation could contribute to cataract, other factors could also cause the development of cataract such as aging, trauma (eye rubbing, external forces), diabetes, smoking and drinking, drug use (steroids) and radiation exposure. According to the literature, myopia patients are at earlier age of developing cataract than people of normal refraction. High degree myopia patient could be 10 years younger than normal people to get cataract. Given the age and high degree of myopia (-15d) of this patient it is likely that the medical device is not the root cause of the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os). The patient reported had lost vision due to the development of a cataract and the lens was explanted. The lens was implanted on (B)(6) 2013. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted and the cataract removed on (B)(6) 2015. The patient's uncorrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens not returned. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.